Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found three other complaints regarding the lot number 9737189 ((B)(4) = balloon burst and (B)(4) = traumatic catheter). According to the information known quality database was checked and revealed no anomaly recorded to this defect. A similar case study was performed based on folysil reference product, december 2020 to december 2024, 10 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, patient had been catheterized for more than a week and experienced urinary meatus eschar and an ulcer.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, patient had been catheterized for more than a week and experienced urinary meatus eschar and an ulcer.